Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level at the time of incident was 30 mg/dl and 147 mg/dl after taking bolus. Customer's blood glucose level at the time of lunch was 547 mg/dl. Customer treated with insulin pump. Customer performed displacement and self test and both was passed. Customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.